Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved accuracy testing and the pump was found to be over delivering, but within the published specification. The expulsor was trimmed to bring the delivery to a more nominal range. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No further information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump accuracy test resulted in over infusion during preventive maintenance. No patient injury reported.